Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the drive support cap was loose. The insulin pump will be replaced and will be returned for analysis.